Event description:
Boston scientific received info that during a normal device f/u appointment, a "check ra lead" message displayed upon device interrogation. The pacing impedances on this implantable right atrial (ra) lead had increased from 500 ohms at implant to now 1,600 ohms. P-wave sensing had also increased significantly. Pacing threshold measurements were unable to be obtained. A chest x-ray was performed and was inconclusive. However, there were problems experienced with capture. The lead was explanted and successfully replaced with another ra lead. To date, there have been no adverse pt effects reported.